Manufacturer narrative:
Updated sections - d10, h3, h6, h10 the programmer was returned and the complaint of a burn smell was verified. During analysis, when the unit was plugged into an outlet and turned on, the display was dim. Investigation revealed that a component on the inverter board failed and overheated which carbonized the surrounding area. The damage from the failure was fully contained within the housing and posed no risk of exposure to the user or patient. Inverter board failure is the cause of the complaint.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the programmer was emitting a smoking smell when turned on, and the plastic casing was cracked. It is suspected that the programmer might have been dropped. There were no user consequences reported.